Event description:
It ws reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered anti-tachycardia pacing (atp) and six shocks due to suspected atrial driven rhythm. This crt-d remains in service. No additional adverse patient effects were reported.